Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging a display issue with their onetouch ping meter. The reporter claimed that the lines on the display were "all scattered". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.